Event description:
An endurant stent graft system was implanted for the treatment of an approximately 5.5 cm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. The aneurysm is currently 8.4 cm in diameter. It was suspected by the physician that the growth of the aneurysm procedure might have been the result of a type 1b endoleak from the right iliac seal zone. However, the physician could not find an endoleak after performing 3 angiograms in different c-arm angles. The physician decided to extend the contralateral limb with an endurant 20x20x82 limb extension to the right hypogastric to reduce the potential of a type 1b endoleak. The physician extended the limb about 3cm and no visible endoleak was noted by the angiograms. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).